Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with left ventricular (lv) lead exhibited muscle stimulation. It was reported that there was no available access to viable coronary sinus branch through transvenous approach. Additional information obtained from the field representative indicated that the stimulation generated from the device but was only felt through the lead. This lv lead was surgically abandoned. No additional adverse patient effects were reported.